Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that a patient underwent an incision and drainage of the thigh on (B)(6) 2011 and suture was used. Several hours later, the patient returned and the suture had broken on all eight stitches. The incision was resutured with a different suture.